Event description:
It was reported that they were having trouble charging their implanted neurostimulator. Patient stated the recharger paddle was starting to get real hot, like burnt. Patient said they had to almost stand on their head to get their implant charge. Patient also mentioned they had lost enough weight that they could feel the implanted device under their skin, but they couldn't get the controller to pick up the device or charge it at all. Patient mentioned they were at 40% charge and they were freaking out because when they got to 30%, 'it stops.' Patient confirmed they did not see any error codes or error messages, but the controller would become unresponsive and they would have to take the battery out of the controller because it would get stuck. Agent had patient attempt to start a recharge session during the call, and patient reported seeing 'no device found. ' patient confirmed they had not received any physical burns from the equipment. Patient pressed 'recharge' and reported seeing poor recharge quality with a red light and the paddle getting really hot. Patient adjusted the paddle and was able to start recharging with good quality. The issue was not resolved. An email was sent to the repair department to replace the recharger. When asked for the event date, patient stated it was probably about a week or so ago, maybe two weeks ago. Agent redirected patient to healthcare provider if they needed to get in contact with a representative. Agent sent email to patient registration to update patient's last name to (B)(6). Patient mentioned historical information, that they felt their implant was having to be charged more frequently. Patient stated they met with a medtronic rep about 6 months ago, but patient did not recall name of rep. Patient stated the issue was resolved after meeting with rep. Patient initially asked for who rep is and how to contact them. Agent reviewed role of rep patient provided updated last name.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 : codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger analysis of the recharger, model 97755, s/n (B)(6). Found recharge antenna failure with no device found message. Recharge donut worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.